Event description:
Additional information received reported that the cause of the event was unknown. The patient visited her physician on (B)(6) 2012. It was noted that no hospitalization was needed.

Event description:
It was reported that the patient experienced a loss of therapeutic effect. Symptoms worsened over the weekend prior to report. The patient had also fallen 3 times over the weekend. The patient had an appointment scheduled for (B)(6) 2012. Only the 9 volt battery light came on when new batteries were placed in the patient programmer and the patient was not able to adjust stimulation with the programmer. The "ins off" light had never come on even with the ins turned off. Additional information has been requested but was not available as of the date of this report.

Manufacturer narrative:
Product ID, 748240 serial# (B)(4), implanted: 2003 (B)(6), explanted: product typ extension product ID, 748240 serial# (B)(4), implanted: 2003 (B)(6), explanted: product typ extension product ID, 3387-40 lot# j0322212v implanted: 2003 (B)(6), explanted: product typ lead product ID, 3387-40 lot# j0214148v implanted: 2003 (B)(6), explanted: product typ lead product ID, 7426 serial# (B)(4), implanted: (B)(6) 2009 explanted. Product type implantable neurostimulator. (B)(4).